Event description:
New information received notes the patient was presented at the clinic for a scheduled follow up. The patients right ventricular (rv) lead impedance measurement remains unchanged. No intervention was performed and the patient is monitored via merlin.net.

Event description:
It was reported that the patient's right ventricular lead exhibited low impedance. No patient symptoms or intervention was reported.

Manufacturer narrative:
Further information was requested but not received.